Manufacturer narrative:
H11: casper mr, cohen g, stripe b. Sustained intraprocedural cardiac arrest during basilica tavr. J am coll cardiol. 2024 jul 16;84(3):317-321. Doi: 10.1016/j.jacc.2024.05.021. Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported injury as no evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "journal of american college of cardiology" of article titled, "sustained intraprocedural cardiac arrest during basilica tavr" that after post-dilatation of the aortic valve by using bard true dilatation balloon catheter, patient experienced immediate cardiac arrest with pulseless electrical activity. It was further reported that intraprocedural echocardiography captured the moment of complete left coronary artery occlusion from the surgical valve apparatus during bioprosthetic valve fracture. Reportedly, patient underwent percutaneous coronary intervention on an emergency basis to the left circumflex and left main coronary arteries with placement of drug eluting stents and return of spontaneous circulation. An impella cp left ventricular assist device was placed and transitioned to intra-aortic balloon pump for hemodynamic support. Furthermore, patient required inotropic support for cardiac index. Over the next two days, vasopressor discontinued and dual antiplatelet therapy was initiated and patient discharged.

Manufacturer narrative:
H11: casper mr, cohen g, stripe b. Sustained intraprocedural cardiac arrest during basilica tavr. J am coll cardiol. 2024 jul 16;84(3):317-321. Doi: 10.1016/j.jacc.2024.05.021. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "journal of american college of cardiology" of article titled, "sustained intraprocedural cardiac arrest during basilica tavr" that after post-dilatation of the aortic valve by using bard true dilatation balloon catheter, patient experienced immediate cardiac arrest with pulseless electrical activity. It was further reported that intraprocedural echocardiography captured the moment of complete left coronary artery occlusion from the surgical valve apparatus during bioprosthetic valve fracture. Reportedly, patient underwent percutaneous coronary intervention on an emergency basis to the left circumflex and left main coronary arteries with placement of drug eluting stents and return of spontaneous circulation. An impella cp left ventricular assist device was placed and transitioned to intra-aortic balloon pump for hemodynamic support. Furthermore, patient required inotropic support for cardiac index. Over the next two days, vasopressor discontinued and dual antiplatelet therapy was initiated and patient discharged.